Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy. It was reported that the caller called because the patient was getting an MRI for a possible stroke. The caller mentioned that the possible stroke was unrelated to the dbs therapy, but the caller also noted that the patient just had their 2nd lead placed on (B)(6) 2018. There were no further complications reported.